Event description:
In (B)(6) 2007, surgery was performed to insert cage and infuse was used. Since that time, there has been excessive bone growth in the spinal canal that resulted in two revision surgeries in (B)(6) 2009 and (B)(6) 2012. There has also been permanent nerve damage and ejaculation problems.